Event description:
It was reported that the patient was admitted for atrial lead revision. Upon review of the electrocardiogram (EKG) it appeared to be possible ventricular oversensing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.